Manufacturer narrative:
The report we received from the field indicated that during a coronary stenting procedure, the balloon could not be inflated. However, discussion was made with the account and the following was noted: the balloon would not inflate due to an indeflator issue. Therefore, the physician did not feel comfortable continuing use with that cypher stent delivery system, as there was uncertainty if the faulty indeflator affected the delivery system balloon. It was confirmed that the balloon inflation issue had nothing to do with the stent delivery system but rather the faulty indeflator. Another cypher stent delivery system with another indeflator were used to successfully complete the procedure. The product is available for evaluation and testing. However, the product has not been received as of to date to confirm no product failure. Therefore, an initial medwatch report is being submitted accordingly. Additional information will be submitted within 30 days upon receipt.

Event description:
Inflation difficulty.